Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Occlusion is listed in the xience alpine everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Additionally, the IFU states that the xience alpine stent system is indicated for improving coronary artery luminal diameter in patients, including those with diabetes mellitus, with symptomatic heart disease due to de novo native coronary artery lesions. In addition, the xience alpine stent system is indicated for treating de novo chronic total coronary occlusions. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling. The absorb scaffold and graftmaster stent referenced are filed under separate manufacturer report numbers.

Event description:
It was reported that the patient underwent a procedure to treat a target lesion in the diagonal artery. Pre-dilatation was performed at the target lesion and the 3.0 x 18 mm absorb bioresorbable vascular scaffold (bvs) was implanted without difficulty. Post dilatation was performed and a perforation was noted distal to the scaffolded area. A 2.8 x 16 mm graftmaster stent was advanced to the perforation site, using a non-abbott guide catheter extension for support. Due to the patient anatomy, the use of the guide catheter extension and advancement distally through the implanted absorb, resistance was met and positioning was difficult; therefore, the 2.8 x 16 mm graftmaster did not fully cover the perforation but sealed the area where it was implanted. A second 2.8 x 19 mm graftmaster stent delivery system was advanced and was able to cover the remaining perforation. During use of the non-abbott guide catheter extension, as the guide catheter extension was engaged in the left anterior descending artery, a dissection occurred (caused by the guide catheter extension). A 3.0 x 15 mm xience alpine was advanced to the dissection and deployed. Post-dilatation was performed using a 4.0 x 15 mm nc trek. After the nc trek was removed, the dissection flap was noted to cover the diagonal artery, occluding flow into the diagonal artery. No additional intervention was performed to treat the occlusion. During the procedure, the patient remained pain-free. Post-procedure, a small amount of blood was noted in the pericardium; however, this was not treated. The patient was discharged from the cath lab in stable condition. No additional information was provided.